Manufacturer narrative:
This event occurred in foreign country.

Event description:
Caller states the patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 2.3 in. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.